Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced pd inflammation which was manifested by cloudy effluent. The cause of the event was unknown. It was reported that the patient was hospitalized for the event. The patient was treated with infusion therapy (no further details reported) for the event. At the time of this, the patient remained hospitalized and was not recovered from the events. Pd therapy was continued during the treatment. No additional information could be provided as the reporter declined follow-up.